Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the code did not recur, and the customer was instructed to continue using the pump while being advised to call back if the issue happened again. The customer understood the instructions.